Manufacturer narrative:
Results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the undamaged sections of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. One used 8 fr angio-seal vip device was returned for evaluation. The plastic header bag and an arteriotomy locator was returned along with the main device. Visual inspection revealed that on the delivery system, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. Fluoroscopic analysis of the device was conducted, and no opaque obstructions were noted upon inspection of the sheath shaft, hub, and carrier tube assembly including the spool. The presence of the anchor was verified at the tip of the hemostasis sheath. Dimensional testing was performed. All critical components of the device were measured and were found to be within the pre-sterile manufacturer specifications. The hemostasis sheath outer diameter was measured and was within the specifications for the distal end. Near the tip on the area where collagen had expanded, the sheath underwent slight plastic deformation. The monofold was examined and found to be deformed due to the anchor being wedged off axis for an extended amount of time, post usage and during transit. Despite the deformation, the width of the monofold was within the manufacturing specifications. Function testing was conducted. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not in the full forward lock position due to insertion resistance, off-axis attempt at delivery, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after the transcatheter aortic valve implantation procedure. A perclose proglide sure-mediated closure system manufactured by abbott, was used first for hemostasis. The 14fr sheath was removed and the suture was kept with tension. Then, the angio-seal device was inserted into the artery. When the physician withdrew the angio-seal device, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. A surgical intervention was applied and hemostasis was successfully achieved. The estimated blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. Additional information was received on april 18, 2019: the anchor was pushed out of the sheath however, was not placed and came back into the sheath, and hemostasis failed.